Event description:
It was reported the procedure was to treat a lesion in the anterior tibial artery. The 2.0x12mm rx mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated multiple times below nominal pressure. During removal the balloon separated from the shaft. The separated portion was successfully removed with a snare device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.